Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw broke. The reporter stated that the event might have occurred when the device was removed from the box for use in the procedure because there was no indication of retrieval on the form provided. A replacement unit was used to complete the procedure. The hospital did not report any patient complications or involvement.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold silicone jaw boot was burnt and melted. The entire serrated section of the cold jaw boot was missing and did not form a complete assembly. The hot jaw boot had signs of thermal damage. The tri-heater assembly had heavy blood residue on the assembly and was lifted away from the jaw boot. The reported failure was confirmed; however, it should be noted that the event occurred during clinical use and not as reported when removed from the box. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.